Event description:
A surgeon reports that an intraocular lens (iol) exchange was performed due to a patient's complaints of severe glare and a "less than ideal" visual outcome following cataract surgery. The patient's glare symptoms resolved following the lens exchange and their visual acuity was improved.